Event description:
It was reported that pump screen remained dark and would not turn on, and despite repeated attempts to power it on, pump screen became lit with no display and pump did not vibrate. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, attempted multiple button presses and charging as guided by technical support, then switched to multiple daily injections as backup insulin therapy, while technical support arranged shipment of replacement pump with updated software and instructed customer to place problematic pump into storage mode and return it within specified time frame, as well as to enter pump settings and reconnect continuous glucose monitor on replacement pump.